Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer did not confirm the exact total number of discrepant results. The customer communicated that of 100 runs, "about 2-3" cobas liat runs generated a positive result for sars-cov-2. The same samples were retested on an unspecified competitor assay which yielded negative results for sars-cov-2. The same samples were retested on cobas liat and generated a positive result for sars-cov-2. It is unknown if the positive results were reported. No harm was alleged.

Manufacturer narrative:
As no further information was provided (including patient information, sample ID, run data) a batch MDR is being submitted. The customer declined to provide further details or the data for the alleged runs. Although a root cause cannot be determined due to the lack of information provided, the observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying sensitivities of different assays.